Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s catheter was fractured at the entry point into the intrathecal space and when they were replacing the patient¿s catheter, the physician was unable to remove the entire catheter as it was broken. Approximately six weeks ago, the catheter issue was identified via x-ray and catheter access port (cap) study. The patient had a previous catheter that was broken as well {refer to manufacturer report # 3007566237-2014-02382}. The patient experienced less pain relief and the catheter was replaced with an 8780 on (B)(6) 2014. It was noted there were two fragments left in the intrathecal space. It was further reported the patient was recovering nicely and the daily dose was reduced 50% to 70mcg of fentanyl and 2.1mg of bupivacaine. The pump was being used to deliver fentanyl and bupivacaine.